Manufacturer narrative:
(B)(4).

Event description:
It was reported that no audio output occurred. Data investigation could not confirm no audio output on 9/20/2023. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an adverse event occurred. The sensor was inserted on (B)(6) 2023. On (B)(6) 2023, the patient had a hypoglycemic event that resulted in medical intervention. It was reported that the dexcom system did not alert the patient. Attempts to contact the reporter/patient were made for additional information but were unsuccessful. Data was received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.